Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt status post malar bone fracture was implanted with plate and screw on the pt's cheek on (B)(6) 2011. Surgeon noted pt chewed strongly and pt chewed at the reduction area. Post op progress was favorable and no breakages confirmed by x-ray. This year 2012 x-ray was taken for the purpose of implant removal and x-ray showed a crack in the plate. Pt was returned to the operating room on an unk date and the plate was removed. Another crack in the plate was found at removal. The reduction was found completed. Pt was noted as asymptomatic. This is 1 of 2 reports for this complaint.